Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room. It was also reported the lead had no capture and had an undefined impedance value in bipolar configuration but it was normal in unipolar configuration. The lead will be replaced. No further patient complications have been reported as a result of this event.